Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. A still image and preprocedure sheet were provided and reviewed by internal medical director with this conclusion: the anterior arotic angulation is dramatic, there is no evidence of any device issue. The endoleak was a result of the pathologic anatomy. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 14 months post-implant of a bifurcated device and two medtronic endurant extensions, a follow-up computed tomography (CT) scan identified an endoleak. Reportedly, the extensions were implanted proximally to the bifurcated device, and the follow up CT scan revealed the aortic aneurysm had enlarged anteriorly, resulting in an endoleak between one of the extensions and the bifurcated device. The physician elected to implant an additional competitor's extension, to bridge the separation, and successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.